Event description:
It was reported that the recent latitude follow-up data had a low energy shock impedance was 170 ohms. Also, there was some difficulty converting the induce arrhythmia during implant. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances were in the 150-ohm range post-implant last april. The impedances dropped to the 60-ohm range last summer and have increased in the last couple of months. The impedances are high but within normal limits. Later, the electrode was repositioned. Both the device and the electrode were reused and remain implanted. The high energy shock impedance is now 66 ohms. There were no additional adverse patient effects.